Event description:
On (B)(6) 2018, a letter of representation was received with no further information. On (B)(6) 2020, information on end-user, injury/defect, and device were received. On or about (B)(6) 2018 end-user was using the walker to assist him walking down the hallway at a hotel. The walker was used to assist in his mobility as he recovered from a surgical fixation of a right distal femur fracture approximately 15 months prior to event. At the time and place, the leg of the walker broke causing end-user to lose balance and put full weight of his body onto his right leg to prevent him from falling. The sudden shift in weight onto his right leg causing his femur to break and hardware in his leg from surgical fixation to break.